Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the narrow heavily tortuous right coronary artery (rca). The 3.5x12mm vision stent delivery system (sds) successfully crossed the target lesion; however, during repositioning although no resistance was met the stent implant moved on the balloon. The stent implant was deployed in the lesion, reportedly fully treating the target lesion with no portion of the stent implant deployed in healthy tissue. The procedure was successfully completed at that time. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation as the stent remains in the patient anatomy; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.